Manufacturer narrative:
(B)(4).

Event description:
The field application specialist reported the customer received a questionable estradiol result for one patient sample. The initial result was 560 pg/ml and was reported outside the laboratory. The physician questioned the result and the sample was repeated. On (B)(6) 2015, the repeat result was 43.75 (44) pg/ml. A second specimen drawn from the patient on the same day was tested and the result was 77 pg/ml. On (B)(6) 2015, the two samples were retested. The result from sample 1 was 45 pg/ml and the result for sample 2 was 77 pg/ml. The repeat result was believed to be correct. The patient had not been treated and was not adversely affected. The reagent lot number was 18555701 with an expiration date of 02/29/2016. The field service representative noted the sample cover was not seated properly. He readjusted the sample cover, probe, and buffer bottom. The system initialized with no alarms.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.